Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported device was replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative reported that the implant had not been charged since (B)(6) 2018 and now they wanted to recover the implant which was over discharged. They were going to meet for a power on reset to see if they can recover the implant and the issue was not resolved at the time of the report. No patient symptoms reported. Additional information was received from the rep. It was reported that they were trying to schedule an appt with the patient at the hcp office however no appt scheduled yet. Issue is ongoing. Additional information was received from a consumer via a manufacturer¿s representative (rep). The rep reported that the patient had a stroke in march on this year and he spent a long time in the hospital and rehab. The rep reported that the patient was unable to recharge and an over discharge was suspected. The rep was to attempt a trickle charge on (B)(6) 2019. No further complications were reported. Additional information was reported that they were unable to recover the patient's ins from over discharge. The patient's ins will be replaced with a prime cell ins. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the replacement surgery was not yet scheduled. No further complications were reported.